Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It is reported flow issues event description: it was reported via medwatch: patient received zometa through piv (peripheral intravenous). With last 20-30 cc of infusion, fluid from the primary nss (normal saline solution) fluid bag was dripping concurrently with fluid from the secondary zometa bag. Tried repositioning pole, lowering primary bag, disconnecting and reconnecting cstd (closed system transfer device), laying connector flat on top of pump, etc. Still pulling from both bags. Stood with patient and clamped primary fluids by hand to stop from dripping. Patient able to get remainder of zometa except for what was left in the drip chamber. Once in the drip chamber, the pressure of clamping the primary fluids appeared to increase in the tubing. The tubing started pulsating close to the patient and patient reported she could feel the pulsating in her IV. Tubing unclamped and fluid immediately started to backflow into the zometa drip chamber and bag.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.